Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the pocket site was relocated and it was also noted that the patient had a transforaminal lumbar interbody fusion (tlif) done during this procedure. The patient was doing well postoperatively.